Event description:
Device 1 of 2. Ref MFR report: 1627487-2012-04357. It was reported the pt had fallen and both leads had migrated. F/u identified the physician replaced one lead (device 1), and repositioned the other lead. It was reported the pt had stimulation and coverage postoperative.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.